Event description:
During an implanting procedure, visible smoke was observed coming from the programmer. On the device. The programmer was unplugged and a new outlet was used, however the programmer would no longer start up. A temporary replacement was used to resolve this event. There was no consequence to the patient and they were stable.

Manufacturer narrative:
The reported event of failure to power up was confirmed by analysis. Final analysis found thin film transistor (tft) backlight inverter anomaly as the root-cause for this issue. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found damaged touch screen. Damaged lcd screen. Damaged itasca board.